Event description:
It was reported that during a laparoscopic colectomy procedure, the staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that one device was returned in good visual condition and with no reload present. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.